Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blocked alarm event on 26-nov-2025. The blockage was in the tubing. No further information available.